Event description:
The following article was published in the journal of the american medical association, on (B)(6) 2012: "intracoronary abciximab and aspiration thrombectomy in pts with large anterior myocardial infarction the infuse-ami randomized trial". Per the article, thrombus embolization during percutaneous coronary intervention (pci) in st-segment elevation myocardial infarction (stemi) is common and results in suboptimal myocardial perfusion and increased infarct size. The study was to determine whether bolus intracoronary abciximab, manual aspiration thrombectomy, or both reduce infarct size in high-risk pts with stemi. During the procedure the device would not cross the lesion.

Manufacturer narrative:
A thorough investigation was not able to be performed as the product was not returned. A review of the mfg records was completed. This particular lot of clearway rx passed all quality inspections upon full review. Each lot is tested for the following: flow rate; balloon diameter; balloon removal force; shaft tensile and manifold to shaft tensile. No discrepancies were noted within the device history records that would be attributed to a lot or device failure. The details provided stated that the device diameter was a 2.0mm and therefore could not cross the lesion, a 1.5mm was selected instead. Per the article, in pts with large anterior stemi presenting early after symptom onset and undergoing primary pci with bivalirudin anticoagulation, infarct size at 30 days was significantly reduced by bolus intracoronary abciximab delivered to the infarct lesion site but not by manual aspiration thrombectomy. Other MDR reports linked to this study are: 1219977-2014-00282, 00283, 00325, 00326, 00327, 00328, 00341, 00342.